Manufacturer narrative:
Adding information in d10 as a correction (left blank in earlier submissions). This supplemental report is being submitted to provide this information. Please see the updates in sections: d10, g4, g7, h2, and h10.

Manufacturer narrative:
There is more information on the device evaluation. Correction is added for d10 as the d10 was left blank in the initial MDR. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There is no repair history for this device. The device failed to output the dvi signals due to malfunction in the dp board. The failure to output the sdi signals is generally due to malfunction in the dx board. More than five years have passed since the subject device was manufactured. It is likely that deterioration in the subject device due to its long-term use caused accidental failure in the devices on the dp board and the dx board, resulting in the indication phenomenon.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint of foggy image could not be confirmed, however, testing did find a faulty printed circuit board that was causing some intermittent signal issues. The device was returned unrepaired to the user facility. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting

Event description:
The user facility reported that the device has a foggy image. There was no information provided on when this event occurred, however, there was no patient harm reported. No additional information was provided.